Event description:
It was reported that pls started on (B)(6) 2014 at 12:15. During priming and introduction of the ecls set no issues were noted. At 15:45 the nurse saw some blood leaking from the gas exhaust on the device. After concluding the leakage was too vast, approximately 5 cc in 30 minutes, the decision was made at 16:45 to replace the device. The sixty second replacement had a reported impact on patient's blood pressure and flow. Pls-perfusion lung scan. Ecls-extra corporeal lung support. (B)(4).

Manufacturer narrative:
The device was disposed of by hospital so failure confirmation will not be possible. Based on the failure description received from the hospital the most probable root cause is delamination of some gas fibers from the polyurethane potting area. Maquet cardiopulmonary (B)(4) has initiated an internal process (B)(4) to address the appropriate corrective and preventive action. The most probable root cause will be monitored through the CAPA (B)(4), as well as continuous monitoring of upcoming complaints for trends. A supplemental medwatch will be submitted if additional information becomes available.